Event description:
It was reported that the customer was hospitalized for high blood glucose and severe vomiting. Also, it was reported that the customer had a virus. The blood glucose reading was 275 mg/dl. The mother stated that the insulin pump alarmed motor error and her son had been over bolusing. Troubleshooting was performed. The displacement test and the self-test passed. The alarm history showed several motor error alarms. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.